Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer's blood glucose was 5.1 mmol/l at the time of incident. The customer reports recurring batteries needing to be replaced without warning. The customer did not troubleshoot the issue. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Power loss alarm, low battery alarm, replace battery now, and power error (B)(4) alarm are confirmed in the long trace file. Power loss alarm occurred after the power error (B)(4) alarm was cleared. Detail trace analysis confirmed the pump alarmed power error (B)(4) when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector at the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, cracked select button keypad overlay, stained keypad overlay, cracked case behind the pump at the corner of the belt clip rails, texture damage on the keypad overlay, faded serial number label, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.